Event description:
Event description cpi received information that this was a difficult implant. Patient was overweight and had a very large, smooth right ventrical. During the long manipulation time the screw tip broke off the lead. Another lead was implanted without issue.